Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on the product. Visual inspection found the haptic torn and the lens having foreign material on lens surface (clear residue). (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.0 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to the patient experienced low vault. On (B)(6) 2017, the lens was exchanged for the longer lens, and the problem was resolved. As of the date of MDR submission, the lens has not been returned.